Manufacturer narrative:
Patient code:(B)(4) secondary surgical intervention,explant. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The surgeon indicated that he implanted a 12.6mm micl12.6, -8.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 iritis was observed. The lens was explanted on (B)(6) 2018 due to persistent iritis and high iop (intraocular pressure). The surgeon reported to use combigan, durezol, pred forte, and lotemax over the course of treatment. It was reported that an iridectomy was performed. The surgeon reported that he believed the cause of the iritis was pigment dispersion from icl chafing of posterior iris. On (B)(6) 2018 the surgeon reported that he was not certain of why the inflammation continued. He stated that there were some pigmentary cells, but most were white cells and that the lens sizing was correct. He stated that the patient is doing well in soft contact lenses, inflammation is resolving. He also reported that they will be performing a proper fitting for the patient in the future. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: lens was returned dry, in a cartridge case. Lens was stuck to tape. Visual inspection found tape residue on lens. (B)(4).